Event description:
According to the available information in medwatch report number mw5177823: "it was reported that a non-(B)(6) product no longer works. The device was explanted. No additional information was provided."

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.